Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/04/2025, it was reported by a sales representative via (B)(4) that an ar-9678 angled reamer, orientation handle and an ar-9597-10 angled reamer sleeve, 10° were not working properly, and they had to ream the glenoid by hand. No adverse effects on the patient were reported. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base and the collar was chipped of the angled reamer. Of the angled reamer sleeve, 10°. Functional testing was performed with the mating part returned and the ar-9678 got stuck in the angled reamer sleeve, 10°, also the part was tested with ar-9676 and did not slide properly. The most likely cause of this failure is attributed to wear and tear damage over repeatedly misaligned insertion or prying/leveraging the device within mating part and extended use in the field. Manufacturing date 2022.